Manufacturer narrative:
Additional review determined that the previously reported information pertains to manufacturer's report # 3004209178-2017-15147. [Withdrawal, pressure sore, infection]. Additional information regarding that event and this event [pump stopped, not working] will be reported under that manufacturing number. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on 2017-jul-20 reported there was no device issue related to the pump was tested and was stopped up and not working. The cause of the pump stopped and not working was that they did not want to refill the pump due to the infection. Actions/interventions included the pump was refilled. It was noted that the pump was working. The patient's weight was (B)(6) pounds. The pump was implanted on (B)(6) 2016. No further complications were reported/anticipated.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl 3000.0ug/ml for a total dose of 720.4ug/day, unknown morphine with an unknown dose and concentration, and unknown morphine (current) 10.0mg/ml for a total dose of 2.401mg/day via an implantable pump for non-malignant pain. It was reported the pump was installed in the front stomach flap in (B)(6) 2016 and never really was working properly to relieve the pain regardless of what they did. The patient stated they have never been able to fully control the patient's pain with the pump. It was noted that in (B)(6) 2017 the pump was refilled, but was not doing any god for pain relief. On (B)(6) 2017 the patient saw the healthcare professional (hcp) for either a checkup or a pump adjustment. In (B)(6) 2017 (either the (B)(6)) the patient stated the hcp tested the pump and it was stopped up and not working. The patient decided to have the pump relocated on (B)(6) 2017. On (B)(6) 2017 the patient saw hcp for a checkup or pump adjustment. The patient met with an hcp regarding the pump on (B)(6) 2017. On (B)(6) 2017 the pump was relocated through surgery and a follow up appointment with hcp was on (B)(6) 2017. The event date was (B)(6) 2016. No further complications were reported/anticipated. There was additional information reported that was not relevant to this event and therefore was omitted; see pe (B)(4) bolus lockouts and pe (B)(4) withdrawal and infection